Event description:
On 01/19/2010, we received a letter from FDA's medwatch program regarding a voluntary report. According to the report, a stroke pt being treated with a merci retriever on (B) (6) 2009, experienced subarachnoid bleed in both hemispheres and around entire brainstem. Per phone conversation with FDA january 21, 2010, no additional info is available as the reporter requested anonymity. The reporter, according the report, is a physician at a secondary hospital who subsequently met with the stroke pt and family. There was insufficient info within the report to perform a more thorough investigation. Vessel perforation and intracranial hemorrhage are listed as possible complications in the retriever instructions for use (IFU).